Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a latitude red alert was generated due to high out of range shock impedance measurements. This is the information known at this time. According to available information, this device and lead remain implanted and in service. No adverse patient effects were reported.